Manufacturer narrative:
There was no documentation in the medical record that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient was prescribed vancomycin 1 gram via intraperitoneal every 72 hours for 14 days.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis patient reported that she had contracted peritonitis on an undisclosed date. She was still on medication for the event. During follow up the patient's peritoneal dialysis nurse confirmed that the patient contracted touch contamination peritonitis. Laboratory results revealed the presence of staphylococcus epidermis in the patient's dialysis effluent. The patient was prescribed vancomycin (dosage unknown.) The patient was not hospitalized and continued with her continuous cycler assisted peritoneal dialysis (ccpd) therapy.